Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer's insulin pump was cracked in different areas. The customer reported noticing the crack when they were inserting the reservoir. The customer does not know the details of the damage. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube lip, reservoir tube window, and battery tube threads. The device was received with minor scratched lcd window.